Manufacturer narrative:
Continuation of d10: product ID: 8578. Lot#: hg23ymb13. Implanted: (B)(6) 2018. Product type catheter product ID: 8709. Serial#: (B)(6). Implanted: (B)(6) 2001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that they were unable to aspirate the existing catheter. It was tied off and a new 8780 was implanted and connected to the existing pump and aspirated with good flow. It was noted that the dose was decreased by 50%.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# hg23ymb13 , implanted: (B)(6) 2018 , ubd: 02-nov-2019, UDI#:(B)(4), product type :catheter ; product ID 8709 , serial# (B)(4), implanted: (B)(6) 2001, ubd: 21-aug-2003, UDI#: (B)(4) product type :catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (25.0 mg/m l at 6.396 mg/day), fentanyl (400 mcg/ml at 102.33 mcg/day), clonidine (600 mcg/ml at 153.49 mcg/day), and bupivacaine (2.5 mg/ml at 0.6396 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022 , the patient woke up sick, dry heaving, weak, and had chest pain. The patient was taken to the hospital and was admitted for 8 days. The hospital found that the patient had a heart attack but the patient also had a white blood count (wbc) over 17,000 (sign of infection). The infectious disease doctor could not find the source of infection and wanted to rule out the pump and catheter, so on (B)(6) 2022 culture samples were obtained and a catheter access port procedure was performed. Samples were collected from the pump reservoir, catheter access point (cap), and a spinal tap was completed. The cap procedure found that the catheter was not patent and could not aspirate. The patient reported no withdrawal symptoms, no falls or injuries, no swelling at the pocket site, and no fever. The factors that may have led or contributed to the issue was uncertain. Pending the results of the cultures determines the next step of action: if negative cultures then the patient will be scheduled for a catheter replacement surgery; if cultures are positive then the patient will be scheduled for explant of the pump and catheter. The patient's medical history included hypertension, arthritis, chronic back pain, and heart attack. Of note, the patient just finished a course of antibiotic cipro. Baclofen as needed at night. The patient's status at the time of report was alive - no injury. Additional information received from a company representative (rep) reported the results of the bacterial cultures on (B)(6) 2022 were negative. Additional cultures were taken to test for fungal (results pending as of (B)(6) 2022 ). It was still uncertain if the patient's symptoms (including sick, dry heaving, weak, chest pain, and heart attack) were determined to be related to a medtronic device/therapy; however, the rep stated that some symptoms were related to the heart attack per the physician. The cause of the inability to aspirate the catheter was unknown. There were no falls or injuries reported. The rep stated that actions/interventions were pending on the results of the fungal culture. If positive, then explant of pump and catheter may occur. If negative, the physician was going to discuss catheter replacement with the patient. The issue was not resolved at this time. Additional information received from a company representative (rep) reported that they estimated (B)(6) 2022 as the date the fungal cultures will be final.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that as of (B)(6) 2022, the fungal cultures were final, and the results were negative. The patient was being submitted to insurance for a catheter revision. The surgery had not been scheduled yet.